Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported via letter from (B)(6) that the heads of the 4 variax screws were too fragile. It was further reported that another screw was used the finish the surgery. No adverse consequences has been reported for this event and the surgery was delayed for 15 minutes.